Event description:
The nurse manager reported a 25 year old male patient, 5 feet 9 inches, weighing 86.63 kilograms with history of gallstones (choledocholothiasis) was infected with enterobacter bacterial infection after a procedure with a scope. It was originally reported that the scope was due for annual preventive maintenance /inspection. Reportedly the patient had a fever starting one day after the procedure and was put on antibiotics and blood cultures were collected. The reprocessor has not been cultured for possible source of infection. "Resi" tests were completed and results were negative. Reportedly no endoscopes were reprocessed incorrectly. The patient was discharged home post hospital stay. The customer reported 2 patient's infected with enterobacter bacterial infection in their facility. This report is for the first patient. 1) related patient identifier # evis exera iii duodenovideoscope, model tjf-q190v, serial # (B)(6) (this report). 2) related patient identifier # evis exera iii duodenovideoscope model tjf-q190v, serial # (B)(6).

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The device was returned to olympus for evaluation. The device was inspected, repaired, and returned back to the customer. A rubber glue had a crack. Adhesive on the control body was dry. Objective lens glue was peeling. The light guide lens glue was peeling. Control knob movement- angle play was low. The biopsy channel was leaking new the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide additional information received from in-service and information received through customer follow up. Follow up received from customer states that the scope will not be returned to be cultured. Feb 08, 2024: reprocessing in-service was conducted by olympus endoscopy support specialist and confirmed that trainee was able to perform the reprocessing procedure independently. The leak testing was properly performed as stated in the reprocessing manual using the mu-1 and the mb-155. The manual cleaning steps including wiping down the scope, brushing, and flushing the distal end using the distal flushing adapter (maj-2319) were all performed correctly per the olympus (IFU) instruction for use. The customer does use the medivators scope buddy plus to perform the flushing of the channels. Also, the customer uses medivators advantage for high level disinfection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge the relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.